Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =according to the information provided, it was reported that vapr 3 foot pedal was corroded. The complaint device was received and evaluated. Visual observation confirm that the device was very corroded. In addition, the foot-switch presented several damages in some areas of the cord, and the wires are exposed. The functional test was not performed for this condition, the device cannot be connected to the generator. Also the push button of the foot pedal is missing. Complaint was confirmed. The possible root cause for the corrosion failure can be attributed to fluids that had contact with the device and for several damages observed can be attributable to normal wear. However, this cannot be conclusive determined a manufacturing record evaluation was performed for the finished device [1605218] number, and no non-conformances were identified at this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot = a manufacturing record evaluation was performed for the finished device [1605218] number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the vapr 3 footswitch has rust on it. Another device was used to complete the procedure. No patient consequences or surgical delay reported.